Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Pt reports noticing the smell of insulin coming from cartridge compartment. The cartridge compartment is damp however the pt has not identified any leaks. Blood glucose levels have been a little out of range at 170 to low 200's mg/dl but has not experienced any symptoms of hyperglycemia. Pt's blood glucose in the low 200's without symptoms of hyperglycemia does not meet animas criteria for an adverse event. This report is being made based on the alleged cartridge issue.